Event description:
A discordant, falsely low potassium result was obtained on one patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted higher. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low potassium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the ion selective electrode (ise) mixer motor was not spinning. The fse repaired the ise mixer motor and then checked the spin of the motor, which was working within specifications. The cause of the discordant, falsely low potassium result was a malfunction of the ise mixer. The instrument is performing according to specifications. No further evaluation of this device is required.